Event description:
Device 1 of 5. Reference MFR. Report: 1627487-2015-21118. Reference MFR. Report: 1627487-2015-21119. Reference MFR. Report: 1627487-2015-21120. Reference MFR. Report: 1627487-2015-21126.

Event description:
Device 1 of 4. Reference MFR. Report: 1627487-2015-21118. Reference MFR. Report: 1627487-2015-21119. Reference MFR. Report: 1627487-2015-21120. The patient ((B)(6)) received four leads, each pair belonging to the same lot number. Two leads are known to be in the occipital (off-label) region. It was reported the patient was unable to increase stimulation due to auto-reduction. Diagnostics indicated high lead impedance values. Reprogramming was able to address auto-reduction, however, the patient experienced ineffective right-side stimulation. The patient also described a 'tight, stretching sensation' from the occipital leads. Follow-up identified the patient experienced a sharp pain/shocking sensation while performing household duties, after which the patient lost stimulation and felt a burning sensation at the ipg site which continued for two days. X-rays confirmed both leads/extensions were pulled out of the ipg header. Subsequently, the patient underwent surgical intervention to explant the leads and extensions. Effective therapy was restored post-operatively. It was also reported, the burning sensation at the ipg site has resolved post-surgery.

Manufacturer narrative:
Additional device report 1627487-2015-21126. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the complaint was confirmed for 'ineffective stimulation'. As received, one of the returned quattrode leads (3156) had all internal wires broken at approximately 18 cm from the stimulation. The broken wires were consistent with being subject to stress while implanted in the patient's body. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 5. Reference MFR. Report: 1627487-2015-21118, reference MFR. Report: 1627487-2015-21119, reference MFR. Report: 1627487-2015-21120, reference MFR. Report: 1627487-2015-21126. Sjm received two extensions. The lot number of the second extension is unknown at this time. As a result, device 5 has been added to include the second extension.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.